Manufacturer narrative:
Insulin pump passed the displacement test and self test. However, moisture damage at electronic assembly. Also, moisture damage motor during visual inspection.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer's blood glucose value was 130 mg/dl. Customer reported there is fluid under the lcd display. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.